Event description:
The device involved in this MDR report was explanted and returned for analysis, because a high atrial lead impedance was observed; during re-intervention, the implanted leads showed normal electrical characteristics.